Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during surgery, anaesthetist was unable to ventilate patient adequately and while trying to pass a suction catheter through the tube it was found to be blocked as the catheter wouldn¿t go in. We changed to another tube and resumed surgery. When examining the tube, the internal lumen was found blocked with bulging of the armour material internally especially when bent.